Manufacturer narrative:
(B)(4). Eval: this event was reported to us under the voluntary medwatch reporting system. It should be noted this event is still under investigation.

Event description:
After threading easily a guide wire in the femoral vein, while placing central venous catheter, the wire did stretch and the central wire, which the coil is around it, it did stick physicians finger.